Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer numbers: 1627487-2019-11838, 1627487-2019-11839. It was reported that the patient experienced several high impedances on lead contacts. In turn, the patient underwent surgical intervention wherein the scs system was explanted and replaced. Therapy was restored following the procedure, resolving the issue.

Manufacturer narrative:
In the initial report should read "(B)(6) 2019" as the procedure occurred on (B)(6) rather than (B)(6) as previously reported. Investigation findings: the reported event of high impedance was visually confirmed. As received, microscopic inspection revealed that the lead body had breakage with all wires broken in it. The broken wires are consistent with overstress condition that the lead was subjected while in vivo.